Event description:
It was reported that loss of capture was noted when the lead was connected to the pulse generator at implant. The pocket was reopened to check the lead. The lead was reconnected to the device and loss of capture continued, even at 4.5 v. The following day the lead was repositioned. The pocket was sutured and the same loss of capture was observed. The physician elected to replace the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.